Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 800 cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed during a physical exam. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 04/12/2018, mentor received additional information about the event. Explanted device was replaced with a mentor smooth round moderate plus profile 800cc saline breast prosthesis. On 04/25/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Visual examination, revealed the device appears intact. Leak testing was performed in accordance with mentor procedures and one leakage site was detected; a rent discovered in the vicinity of the vulcanization dot. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).